Manufacturer narrative:
Investigation determined excessive debri around locking mechanism caused difficult rotation. Device repaired.

Event description:
User reported roller pump jam when trying to lock tubing into place. There was no patient harm.